Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reason. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reason. A new lead was implanted. No additional adverse patient effects were reported. Additional information received which indicated that this rv lead was fine. The physician elected to do all new leads.

Manufacturer narrative:
This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.